Event description:
Product analysis was approved on the lead. The allegations of high impedance was not confirmed. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaints. No other relevant information has been received to date.

Event description:
It was reported that during the initial implant of the patient, high impedance was seen with the new out of the box lead. Trouble shooting was performed in the form of pin re-insertion, visual check for any fractures, irrigation, and a test resistor being used. Test resistor was noted to be within normal limits. Back-up lead was used and system was within normal limits suspect device has been received and is undergoing product analysis device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.